Manufacturer narrative:
Pump received with no button response due to flattened all button dome switch (no crease). No button error alarm and no unlocked lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash error. The customer¿s blood glucose level was 100mg/dl at the time of the incident. The customer reported that the pump alarmed external flash error at about 12:53 am. The alarmed history showed an external flash error. The customer was advised that the pump performs a memory test every minute. An error was found in the process. The alarm did not occur during the rewind and prime sequence. It was not able to run the test as it was not possible to clear the alarm out. The error table indicated the pump should be replaced. The insulin pump will be returned for analysis.